Event description:
(B)(6) in tech provider stated when the chair drives forward it the front left castor stays in the air and makes a grinding noise, but when chair is in reverse no noise but castor is still in the air. No property damage or injury alleged. No further information provided.